Event description:
A customer contacted haemonetics on (B)(6) 2011 to report that when the disposable was being removed from the orthopat machine post procedure, blood leaked from the disk. No operator or donor injury was reported.

Manufacturer narrative:
Upon evaluation of the device fluid ingress was confirmed. The power supply and top deck distribution board required replacement. This device is covered under the (B)(4) orthopat recall remediation and will be scrapped once remediation action and the recall is complete. (B)(4).